Event description:
The manufacturer received information from an end user alleging from the usage of his amara view full mask and headgear with magnets, his hearing-impaired wife (deafness) is now experiencing strong strength in her right ear and is suffering from stomach problems. There was no further information available as to what type, if any, implant the wife may be using. There was no report of serious patient harm or injury. There was no report of medical intervention. No product will be returned for investigation. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously received information from an end user alleging from the usage of his amara view full mask and headgear with magnets, his hearing-impaired wife (deafness) is now experiencing strong strength in her right ear and is suffering from stomach problems. There was no further information available as to what type, if any, implant the wife may be using. There was no report of medical intervention. No product was returned for investigation. The manufacturer previously submitted MDR 2518422-2022-101267 as a product problem only. After further review from the manufacturer, there is sufficient evidence to pronounce this as a serious injury as well as defined in pepf 16.2.8.3 and 21 cfr 803.3(w). The manufacturer has updated sections b1, b2, and h1 in this report. The patient outcome code grid and health impact grid were correct on the previous report.